Manufacturer narrative:
Date of event: unknown. (B)(6). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle of a 22 g x .25 mm bd venflon¿ pro safety peripheral safety IV catheter could not be retracted during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: x used sample was returned for the investigation of this complaint. Observed that the tether foil length is shorter as there is one fold of the tether foil incorrectly assembled onto heat stake post. Investigation conclusion: observed that the tether foil length is shorter as there is one fold of the tether foil incorrectly assembled onto heat stake post. The hole of the tether part is supposed to be passed through by the needle instead of by the heat stake needle hub. Root cause description: the tether length is shorter due to part of the tether been wrongly assembled onto the heat stake at needle hub area. The hole of the tether part is supposed to be passed through by the needle instead of by the heat stake at needle hub area. The incorrect tether foil assembly is due to the sticky residue on tether nest which caused the tether foil not to be properly seated into the nest. When tether foil is in the tether nest, the smoother fixture will move down to straighten or smoothen the tether foil. However, the smoother fixture can only straighten half of the tether foil because smoother fixture will only move down at the midpoint of tether length. In cases where there is sticky residue in the tether nest, straightening half of the tether foil will not help tether foil to seat properly into the nest. This will cause the improper folding of tether foil which resulted in incorrect tether assembly. Manufacturing process has been revised to include cleaning of the tether nest for every shift to ensure no sticky residue is present. Rationale: no CAPA is required as corrective and preventive actions were implemented. This batch was produced before the manufacturing include cleaning of the tether nest for every shift to ensure no sticky residue is present. Complaint trend will be monitored. DHR: complaint number: (B)(4), business: mps, catalog number: 393222, product description: venflon pro safety 22ga 0.9mm od 25mm l, lot/batch number: 393222, expiration date: 30 nov 2019, returned samples: yes, actual sample received. No photo. Problem statement: the needle could not been retracted. Decontamination:samples were decontaminated by vendor returned sample evaluation:observed that the tether foil length is shorter as there is one fold of the tether foil incorrectly assembled onto heat stake post. DHR review: reviewed lot master for batch # 6323377. No qn issued for the vps batch. Manufacturing process: no abnormalities observed after reviewing preventative maintenance, calibration, and equipment. Reference to known issues: n/a. Conclusion: bd was able to duplicate or confirm he customer¿s indicated failure mode.